Event description:
It was reported that the customer experienced damage to the pump housing and usb port, which affected their ability to charge the pump; however, the pump did not shut down due to this issue. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, ensured the customer understood the need to program settings and connect their continuous glucose monitor (cgm) to the replacement pump, and instructed them on returning the damaged pump within 10 days to avoid charges. The customer acknowledged all instructions, including how to put the pump into storage mode before returning it to tandem. Customer will continue to use current pump